Manufacturer narrative:
The customer¿s report of the maxzero bi-fuse leaked around the medline was not confirmed or replicated during functional and pressure testing of microbore bi-fuse extension set model mz9265. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed during visual inspection. Dimensional evaluation determined that the female luer end of the maxzero components to be within iso specifications. The root cause of the customers reported leaking could not be determined.

Event description:
It was reported that the maxzero bi-fuse leaked around the medline, the leakage was verified by the nurse and the tubing was replaced. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the maxzero bi-fuse leaked around the medline, the leakage was verified by the rn and tubing was replaced. There was no patient impact.